Manufacturer narrative:
H.6. Investigation summary: fifty four sealed 31g x 8 mm pen needle samples were returned from lot no: 9046886, cat no: 320524. A clog test as per tp700683 was carried out on all fifty four samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It was reported that the pn 31g 8mm 5b 105bx de needle was clogged and difficult to operate during use. The following information was provided by the initial reporter, translated from german to english: "needles are not permeable".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pn 31g 8mm 5b 105bx de needle was clogged and difficult to operate during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles are not permeable".